Event description:
A report that the pt's precision sys was explanted was rec'd; the implanting physician was not aware of the explant. No further info is available at this time.

Manufacturer narrative:
The explanted devices were not returned to bsn for eval. A review of the mfg documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during mfg. This is the final report.